Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery and insulin pump was not working. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected "low battery", ¿replace battery now¿ or "power loss" errors were noted. Device has a crack on the battery tube which starts at the corner of the belt clip rails. The s/n label located between the belt clip rails is illegible. Finally the center (enter) keypad button is cracked in the middle (B)(4).